Event description:
The tip of the needle broke off. During the puncture of the lymph node (the lymph node was not easy to puncture, as its structure was somewhat thick), the needle broke off and remained visibly stuck in the trachea when withdrawn. Broken needle tip remained stuck in the tracheal wall and had to be removed endoscopically using forceps. After the ebus procedure, removal of the broken needle tip using an endoscope.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the echo-hd-22-ebus-o-c device of lot was returned for evaluation open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The devices related to this occurrence underwent a laboratory evaluation on 12th march 2026. Visual inspection: broken tip of the needle returned separately to the device. Distal end of the needle examined and observed to be broken. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle able to advance and retract with no issue. Broken part of the needle measures approx. 1.3cm. Stylet removed from device with no issue. Stylet re-inserted with no issue. The reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the instructions for use, ifu0109 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was returned for evaluation. "1. One poor quality picture of a monitor displaying 4 endoscopic images with what appears to be a needle fragment in the trachea and forceps adjacent to the needle. 2. No useful information regarding the complaint can be gained from the image submitted for review. 3. Without further information regarding the procedure, approach, consistency, angle of entry, etc, the etiology of the complaint is indeterminant. The most likely explanation is that the tissue or tumor consistency, or angle of entry, resulted in the biopsy needle being deflected or angulated as the needle was advanced, creating a bend or kink in the needle, contributing to metal fatigue and fracture. The description that the lymph node was not easy to puncture, supports this theory, that significant forces were applied to the needle while attempting to advance the needle into the lymph node". Root cause analysis: the definitive root cause could not be determined from the investigation. The distal needle breakage may have been associated with puncturing a firm lesion or contacting cartilage during the procedure. Procedural notes indicated that the lymph node was difficult to puncture due to its thick structure, suggesting that the hardness of the tissue may have contributed to fracture of the distal end of the needle. Based on the image review, the most probable cause is the application of significant force during a challenging puncture, resulting in bending or kinking of the needle and subsequent metal fatigue leading to fracture. Procedural factors, including tissue resistance and the angle of entry, likely contributed to the device failure. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, after 2vpasses, during 3rd puncture unable to puncture through. The needle was removed from the scope to investigate and found needle tip was broken. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, no adverse effects on patient have been reported. Broken needle tip remained stuck in the tracheal wall and had to be removed endoscopically using forceps. After the ebus procedure, removal of the broken needle tip using an endoscope. Investigation findings conclude that a definitive root cause could not be determined. The distal needle breakage may have been associated with puncturing a firm lesion or contacting cartilage during the procedure. Procedural notes indicated that the lymph node was difficult to puncture due to its thick structure, suggesting that the hardness of the tissue may have contributed to fracture of the distal end of the needle. Based on the image review, the most probable cause is the application of significant force during a challenging puncture, resulting in bending or kinking of the needle and subsequent metal fatigue leading to fracture. Procedural factors, including tissue resistance and the angle of entry, likely contributed to the device failure. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 19 mar 2026 and receipt of additional information on 11 mar 2026. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.). 1 10r & 11r followed by 4r; puncture difficult due to hardening of lymph node. Was gaining access to the target site difficult? No. Was puncture of the targeted site difficult? Yes. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No. What is the scope manufacturer and model number that was used? Olympus bf uc 190. Was the scope recently service/repaired? No. Are images of the device or procedure available? Yes. Did any section of the device detach inside the patient? No. Was difficulty experienced while retracting the needle? No. Was it possible to be fully retract before removing the needle from the patient? No.